Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion prime and excessive no delivery tests. No motor error alarms noted during testing. The motor passed motor test. The insulin pump had cracked reservoir tube lip and scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm during basal delivery. The customer's blood glucose was 488 mg/dl at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that the insulin pump failed displacement test. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.